Manufacturer narrative:
No product has been returned for eval. Reporter indicated unit had provided incomplete bolus alerts. Should new info become available a f/u MDR will be submitted.

Event description:
Received info stating pt went to emergency room due to high bg's.